Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out from infusion set at times during prime rather than slow drip. The customer¿s blood glucose was unknown at the time of the incident. The customer report battery life diminished. The insulin pump will not be returned for analysis.